Manufacturer narrative:
(B)(4). The customer reported that a pt with arrhythmia was being monitored but the audible and visual alarms did not alarm at the iic. The alarms appeared on the bedside monitor, but audible alarming had been disabled at the bedside. The clinical staff was fully aware of the pt's condition. The pt eventually expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt with arrhythmia was being monitored but the audible and visual alarms did not alarm at the iic. The pt expired.